Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that edta tubes were underfilling. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Brand name updated to bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tubes. Common device name updated to blood specimen collection device. Medical device type updated to jka. Medical device manufacturer updated to broken bow after being incorrectly filed under (B)(4). UDI# updated to (B)(4). Device expiration date updated to 10/31/2013. 510(k)# updated to k971449. Device manufacture date updated to 05/03/2012. Mrf# MDR was filed under (B)(4) (2243072) MFR # but should have been filed under a broken bow MFR# (1917413).